Event description:
After a biopsy, pt was told she had stage 1 uterine cancer. She was advised to undergo a hysterectomy preferably through a minimally invasive method called the da vinci robotic arm system invented by intuitive surgical. On (B)(6) 2010, pt came for the procedure to be done. She was asked to sign some paperwork, which she did. Yet pt said, no one ever told her the procedure she was about to undergo was risky. She expressed her concerns to her doctor (who was indeed the head doctor) about the effects the procedure may have on her with respect to her age, and her other health issues; she was reassured by the doctor that all would be well. The procedure began with a pelvic wash. Rare cancer cells were found in the wash but somehow because the robotic arm was wrongly positioned, it spread the cancer cells to her fallopian tubes and abdominal area. Four day post - surgery pt was told that the cancer cells were now all over her abdominal area, and that she was now a stage 4 uterine cancer pt. In addition she was advised to immediately start undergoing chemotherapy lest she'll die in maximum 2 years. Obviously she was furious and told the doctor she'll sue. The doctor, said pt would have to prove that she didn't have the cancer cells in her abdominal area prior to the surgery. It's been 3 years since the surgery. Pt refused chemotherapy but is taking a vitamin c IV therapy twice a week. Pt contacted the local media (tv and newspaper) to report her case, but was turned down. Even malpractice attorneys refused taking her case. It is worth noting that on her pathology report, the pathologist wrote that the stage iii cancer level was probably caused by the, da vinci robotic arm system.